Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the lack of benefit was caused by a post-operative migration of the active electrode out of cochlea as confirmed by diagnostic imaging. This is a final report.

Event description:
The parent reported that after activating the device in (B)(6) 2024, the hearing response of the recipient was not good. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parent reported that after activating the device in (B)(6) 2024, the hearing response of the recipient was not good. The recipient has been re-implanted.